Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that the she had high blood glucose levels of 30 mmol/l. The customer stated that the insulin pump receive insulin flow blocked alarm. The customer stated that her blood glucose level was high since she took her infusion set off after work and she did not connect her infusion set for four hours. Troubleshooting was performed. The customer reported that the cannula was bent on the infusion set. The customer declined to troubleshoot further. Product is not expected to return.